Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set after being used for 2 days on (B)(6) 2024. Patient confirmed to be doing physical activity at the time of event. No further information available.